Event description:
Caller reported a malfunction on pump displaying malfunction code malf 6. Customer's blood glucose level was about 400 mg/dl, not exceeding 500 mg/dl. Customer took corrective action by administering a correction injection via mdi. Technical support assisted caller with resetting pump, and malfunction code did not recur. Caller was instructed to call back if any issue recurs and acknowledged understanding.